Event description:
It was reported that an alert/notification settings issue occurred. The patient's wife stated that the patient¿s dexcom did not alert them to him having a low cgm reading (no specified value reported), resulting in the patient having a seizure. The patient/reporter did not test a bg meter comparison reading, as they ¿relied on the dexcom¿. Emergency medical services (ems) was called and the patient¿s bg meter reading was 26 mg/dl. There was no information regarding the treatment/medication/medical intervention that the patient was given. The patient was in good condition at the time of report. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.